Manufacturer narrative:
Correction: during the device investigation, it was determined that the cutter device used in this event was not a depuy synthes product as it had a different configuration. No further investigation will be performed at this time.

Manufacturer narrative:
UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The lot number was unknown; therefore, the device manufacture date is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had a drill bit device stuck inside the shaft. It was reported that the issue was found after surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.